Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise, which led to auto mode switch episodes. The lead was capped and replaced successfully. The patient was condition was stable post procedure.